Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2026, nurse (B)(6) performed an IV catheter insertion on patient 15. After confirming backflow, she removed the needle cone and, while preparing to insert the catheter, noticed a visible rupture in the tubing, rendering it unusable. She replaced the catheter with one from the same batch and completed the infusion.